Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose reading of 40 mg/dl or below. Customer's blood glucose is 120 mg/dl. Customer stated that she exercised in the afternoon and may have bolused. Customer treated with candy, fruit, and her bedtime snack. Customer declined troubleshooting for the low blood glucose.